Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical surgery for gastric cancer, on the stomach, the stapler was unable to fire, the surgeon was able to press the green button but could not squeeze the handle. The user replaced the stapler to resolve the issue. There was no patient injury.